Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/02/2015 with the following findings: a review of the pump black box revealed unexplained pump reboots and the power rebooting was duplicated using the returned battery cap. The returned battery cap was observed to be damaged with stripped/torn threads. It was unable to securely attach to the pump. A test cap was able to attach to the pump. The battery compartment was observed to be cracked at the threads above the bumper and below the bumper at the case seal. The pump was run on a 24 basal program using the test cap with no intermittent power/reboots occurring. The battery cap contacts were within specifications. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged and there was intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.